Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced chest pain. The cgm reading would have been inaccurate according to the patient, but no cgm reading was reported, and no fingerstick was taken. Later, while at the store, the patient experienced dizziness, lightheadedness, and blurred vision. The patient went to the hospital but could not recall any specific medications administered and did not know the details of the medical procedures performed by the nurses and doctors. The patient was advised to go home on the same day. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.